Event description:
It was reported that the right ventricular (rv) lead was dislodged and possibly caused a micro-perforation. It was also reported that the rv lead had high threshold and undersensing. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.